Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy following the end of service message. The ipg is inoperable. No intervention is planned at this time.

Manufacturer narrative:
Type of reportable event was updated to serious injury.

Event description:
Additional information received indicates that surgical intervention may take place at a later date.

Manufacturer narrative:
The report that the ipg was at eol was confirmed. The device was returned with a depleted battery. The device was recovered using an external battery. Analysis of the returned ipg found the device declared eri and eol. A longevity calculation confirmed normal battery depletion based on average device usage. The root cause of the reported issue was due to normal battery depletion. Hence, this event does not meet the reportability criteria and is no longer reportable.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.